Event description:
Two patient sample with discrepant results. Patient 1, initial glucose result 593 mg/dl. Patient was treated with insulin based upon this result. The same sample was repeated on a different instrument using the same method and gave result of 118 mg/dl. Patient 2, initial co2 result 48 mmol/l. No information provided for patient 2 to determine if results were used to guide therapy. The field service representative was unable to determine a cause for the discrepancies.